Event description:
Alleged event: the staplers did not close the staples properly. The patients condition was reported as fine.

Manufacturer narrative:
The device history record review for the product visistat 35 w 6/box, lot #73h1400373 investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.